Event description:
Reporter alleged the lancet needle apart of the softclix device system that is used in finger-stick blood glucose testing did not fully retract after use and protruded from the end of the dial cap. The location of the alleged incident was not provided. As a result, no actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent. Softclix device kit: catalog number 957 with softclix lancet catalog number 500786.

Manufacturer narrative:
The suspect device is the softclix device.